Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). An f/g, promus element,mr,ous 2.25x28mmmm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found proximal stent damage. The most proximal stent strut row was damaged; struts were lifted and bent back proximally. The crimped stent outer diameter (od) of the undamaged portion of the stent was measured and was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks along the hypotube. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 12-oct-2017. It was reported that crossing difficulties were encountered. The 90-95% stenosed target lesion was located in the moderately tortuous and none calcified circumflex (cx) artery. After a 0014 guide wire crossed the lesion, a 2.25x28mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.